Event description:
Approx 20 years ago the pt suffered their first heart attack. {at future junctures one of the causes was attributed to their 'building of plaque', rptr believes.} pt received successful double or triple bypass surgery and recuperated very well. Pt had been a construction worker so did not return fully to that type of employment, but was gainfully employed. For the ensuing 7 years or so, pt did very well. Pt then needed an angioplasty. Again, successful. Pt had another massive heart attack. At that time, pt received a quadruple bypass. Again, pt recovered nicely and went on to live a busy life. In 2001, pt wasn't feeling well. Descriptions of the symptoms sent them to a cardiologist from their general physician. Pt was eventually hospitalized and within a few days a stent was inserted. Pt was sent home in less than 24 hours, an event pt and family member fought to no avail. They felt pt needed more recuperative time in the hospital, but the cardiologist assured them pt was fine. At the time, the point of surgery in their leg, was inflamed. Pt was sent home with instructions to go back to the e.r. Should their symptoms not lessen. Reporter was in the website searching for other info when reporter saw this warning about stents. Pt's symptoms went from bad to worse in less than 12 hours and pt was rushed back to the e.r.. Within another 12 hours pt 'code-blued'. Pt was 'revived', but never again conscious. In another 72 hours give or take pt would be dead. Needless to say it was devastating for the entire family, not to mention pt was in severe pain. Possibly, unnecessarily, if reporter is to understand this warning.